Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 59-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in (B)(6), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient was transferred from another facility, with a bleeding groin. Upon arrival to the intensive care unit (ICU), tegaderm was noted on the impella leg. Bleeding immediately stopped with release from leg and redressed. No blood products were required. Hemoglobin was 15. There was decreased flow to the impella leg. After one day on support, the device was removed with an escalation of therapy to an impella 5.5. Upon removal, arterial flow was noted to be less than optimal. The physician ballooned the artery with minimal improvement. Vascular surgery was consulted. While on support, the device functioned as intended at p-7 at 3.3l/min with d5w sodium bicarbonate in the purge solution. Limb ischemia and access site bleeding can be attributed to a patient's vessel characteristics and/or large bore access cannulas.